Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v145274, implanted: (B)(6) 2008, product type: lead. Product ID: 3031a , serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she was not feeling stimulation in the past few days and therapy was on. The situation was not resolved. The patient could not check her implantable neurostimulator with the patient programmer because of low battery in the programmer; there was a low programmer battery icon. The patient also had a return of symptoms. A sudden change in therapy/ symptoms was noted. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. If additional information is received, a follow up report will be sent.